Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked. Customer's blood glucose level went up to 450 mg/dl. The infusion set had a bent cannula. A new infusion set she put on that day, already had a white stress mark at the tubing connector cap. The device was not returned.